Manufacturer narrative:
Age of time of event or date of birth: unknown. Date of event: unknown. Explant date: not applicable; lens remains implanted at the time of submitting the MDR. (B)(4) - unhappy with reading distance. The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated during manufacturing of this production order. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had a tecnis multifocal intraocular lens (iol) implanted (B)(6) 2014 in her left eye and has been bothered by halos and glare. In addition the patient was unhappy with reading distance. The patient was not driving at night. She had no astigmatism. Her second eye had not been done. It was stated that the surgery was uncomplicated and there was regular phaco. In follow-up it was indicated that the lens had been perfectly centered since the procedure. Pupil size was normal. Topo prior to surgery was 45.50 @ 90, 45.25 @ 180 on zeiss topographer, 45.49 @ 68, 45.06 @ 158 on the iol master. After surgery the measurements are 45.00 @ 180, 44.75 @ 90. Estimated refraction after surgery was -0.14. Most recent refraction of the left eye (os) was plano and she is at least j1 at approximately 33cm uncorrected. No further information was provided.